Event description:
It was reported that a pediatric patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The peritonitis was manifested by fever, chills, abdominal pain, and cloudy effluent. It was reported that the patient¿s home environment was not suitable for dialysis; the breach in aseptic technique was further described as the patient lived in a basement with no bed, the mattress was on the basement floor, and one cat roamed the area. The patient was not hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. On an unreported date, the patient was started on hemodialysis and at a later date the pd catheter was removed. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.